Event description:
The customer reported that the insulin pump alarmed while attempting to change the infusion set, but the piston did not stop during prime. The blood glucose reading was 180mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The unit alarmed a compromised force sensor during basic occlusion test due to loose or protruded drive support disk. The unit was received with cracked case at display window corners and battery tube threads. The unit was received with broken reservoir tube lip. The unit was received with minor scratched lcd window, and stained end cap sticker.